Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time

Manufacturer narrative:
(B)(4). The device was received with the electrode separated from the ceramic but still attached to the active rod. The ceramic is fractured but sections are still attached to the lower jaw. As the instrument was received with the cable cut off, no functional testing could be performed. However, when the electrode separates from the ceramic, it typically results in a replace light error illuminating from the generator and a change in beeping tone. This failure mode causes a short in the system and stops energy being applied to the tissue which could have affected the sealing performance of the device.

Event description:
It was reported that during laparoscopic supracervical hysterectomy procedure, the surgeon completed the left side of the broad ligament then at the uterine vessels there was no sealing action. There was bleeding with marginal blood loss. The vessel was about 4-5mm. The bleeding was controlled after trying to get the device to work 6 or 7 times and eventually started to seal however the electrode pad was becoming dislodged from the jaw. Another device was used to complete the procedure. No adverse consequences reported.